Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Physician intended to use a 7fr introducer sheath set during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. It is reported the guidewire inside the introducer sheath broke while still in the vein and had to be surgically removed. All pieces were accounted for. A new 7fr introducer sheath set was then used to complete the procedure. No further patient injury reported.